Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 15.0 mmol/l. The customer did a complete set change 3 times and none of them would work. The customer was advised to inserted the reserback inside the pump and asked her to hold until it drops would come out, insulin finally come out. The customer filled the cannula and stayed on the phone until the correction boulus of 4.3 units was compelete delivered. The customer was advised that the alarms have most probably been caused by an set/reservoir occlusion issue.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs. Performed occlusion test by filling the reservoirs with diluent and connection to new infusion sets, installed into a medtronic 7 series insulin pump, performed manual prime, fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded. However, inspected the transfer guards found 1 of the 2 transfer guards failed per inspection and the remaining passed.